Event description:
It was reported that the system was failing ma calibration with no contrast on images, resulting in the patient being re-exposed. It was determined that the generator and the tube needed replacing. Once this was done, the system is working as intended.